Event description:
It was reported that the prima initial drill "broke/fractured." No other information provided, awaiting customer follow up.

Manufacturer narrative:
Visual examination of the returned device reveals the drill is broken into two pieces. The drill broke at the laser mark, perpendicular to is axis near the top of the drill. This is a known issue due to inherent nature of bit functionality. Breakage is possible, especially when utilized in the posterior aspect of the mouth due to extreme angle and high direction forces. Complaint is confirmed, operational context contributed to the event. A review of the keystone dental complaint database revealed one other incident against lot number 022072, not the same failure mode. This is the only failure reported against this lot number. Complaint is confirmed; however, this is a known failure mode. Root cause is attributed to operational context. No adverse trends noted. (B)(4).